Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified first diagonal branch. A 2.50x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The physician had a hard time removing the device and once completely removed, it was noted that the distal portion of the stent struts was mangled. After removal of the device, pre-dilatation was performed with a 2.5x15mm emerge balloon catheter and a 2.5x8mm promus stent was used to complete the procedure. No patient complications were reported and the patient's status was stable.